Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7717388 of 2.7mm/3.5mm va-lcp proximal olecranon plate was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7557282) met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had revision surgery with hardware removal of an elbow plate due to infection. The original surgery was performed (B)(6) 2014. The patient's surgery was successful and no delay was reported. This is report 1 of 4 for (B)(4).